Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented it was likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed and one set of setscrew marks was too proximal on the connector pin. No other anomalies were observed regarding the lead.

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals and noise was present. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.